Manufacturer narrative:
Depuy synthes spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned rod holder found the instrument was cracked and splayed apart on the distal end of the instrument. No conversion to an open procedure was required as the rod holder wasn't broken into two pieces. The root cause cannot be positively determined, however, it was reported that the surgeon leveraged against the device's handle while set screws were provisionally tightened. This likely presented a higher than anticipated side loading circumstance. The rod holder was manufactured in july 2008, prior to a design improvement that was made to increase the strength of the instrument. At this time, the complaint is considered to be closed.

Event description:
During a minimally invasive procedure, the surgeon was manipulating the rod for scoliosis correction and leveraged against the handle while set screws were provisionally tightened. The rod holder fractured in the shaft region between the tip and the threaded locking mechanism. There were no adverse consequences to the patient and the event resulted in a delay of about five minutes.